Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 7078018. Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 29987770.

Event description:
It was reported that the patients suture was coming out at the midline incision site. It was also reported that the patient had a midline lesion which was causing pain over the anchor site.

Event description:
It was reported that the patient's suture was coming out at the midline incision site. It was also reported that the patient had a midline lesion which was causing pain over the anchor site. Additional information was received that the patients symptoms were not device nor procedure related. The patient underwent an explant procedure and was prescribed antibiotics.